Event description:
It was reported that the catheter is defective. Initial investigation revealed a burst in the tubing distal to the dacron cuff.

Manufacturer narrative:
The complaint is confirmed, cause is unk. As "s" shaped split in the tubing that is located 1.1 inches distal to the surecuff. The split located on the catheter contains characteristics associated with burst trauma secondary to over-pressurization. It appears infusion pressures may have exceeded the elastic strength of the tubing. Over-pressurization can result from lumen restrictions caused by kinks/twits in the tubing, thrombosis or the use of a small bore syringe. The product instructions for use (IFU) instructs the user not to use a syringe smaller than 10 cc. The IFU also recommends that infusion pressures should not exceed 25 psi. This may be a user maintenance issue. A lot history review (lhr) of huul0355 showed no other similar product complaint(s) from this lot humber.